Manufacturer narrative:
Product analysis summary: the partial lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The analyst noted that the proximal conductor of the lead developed a fracture at 60.5 cm from the distal end of the lead. The distal conductor was fractured at 27.5 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert was triggered for high impedance of 2272 ohms, and that there was oversensing and a possible lead fracture. A lawsuit further alleged that the patient "suffered physical and other injury", that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]", and that the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective [lead] removed or replaced." It was further reported that the rv lead was believed to have been rubbing on the replacement rv lead causing noise. The lead was explanted and replaced.

Manufacturer narrative:
Product analysis the distal portion of the lead was returned, but analysis could not be performed due to legal restrictions. If information is provided in the future, a supplemental report will be issued.